Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of exactamix 2000 ml eva tpn bags were leaking. This was noted during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and it was identified that there was a leak test failure during manufacturing. The involved machine was inspected and a damaged part was noted. The damaged part was replaced and all affected units were scrapped. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.